Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device emits burning smelling and was smoking and start to burn. When they unplugged the device is very hot. They took into the bathroom to put is out and it start melting and burning. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. External and internal inspection of the device and observed the following: the inlet power socket had burn marks and was melted. There were 2 small voids. This can be viewed from the inside of the enclosure, also. On the inside of the enclosure near the power inlet, there was more melted plastic. The blower box was stuck to the bottom enclosure, but when the blower box was pried out, there was melted plastic on the corner of it with a piece of black plastic attached to it. Blower motor had slight dust-like contaminations and potential small hairs on top of it. Tiny unknown black and white specs of contamination at the air input and bottom of the blower box along with tiny potential hairs were discovered. Although there was visible damage to the device from the melted plastic and the inlet power socket, the device was still operable. The contamination found in the blower box and the air inlet was most likely external to the device. Pil was not able to confirm most of the complaint, but pil was able to confirm that part of the device was melted. Care orchestrator data was able to be retrieved. There was only data for approximately 1 month. The device had a total of 5 errors reported. There were 4 errors were caused during testing at the pil and can be ignored. Quantity of 4 error# 73 (err_sensor_press_offset_stop) level - stop. There was 1 error that was reported while the patient was using the device. Quantity of 1 error# 200 (err_rtos_abort_error) level - abort. Review of the device log showed: -errors logged: 5 errors were logged. -4 errors were error# 73. 1 error was error# 200. See 311763691_el attachment for error details of the times and dates. -therapy hours: 4.8 were logged. -blower hours: 127.5 were logged. -compliance rate (percent of days with usage >= 4 hours): 0.0%. -device humidification settings: heated tube temperature: varied from levels 0, to 3, and to 4. Heated tube humidity level: varied from levels 3, to 4, and to 5.